Manufacturer narrative:
A ge rep evaluated the system and erased the persistent object nodes, service nodes, replaced hard drive, image processor pcb and workstation power supply. Reloaded (B)(4) software (customer provided) and service nodes and verified operation of unit. System functions as intended.

Event description:
Customer reported poor image quality; scrambled images. No pt injury was reported.